Event description:
The angioguard's placement was successful. After pre-dilatation, the physician could not place the stent at the target lesion as expected. Therefore, he tried to place add'l stent, however, the tip of the 2nd stent was caught on the 1st stent. Once the second stent was inserted into the guiding catheter (launcher/medtronic), finally, the 2nd stent was placed. After post-dilatation, the physician confirmed the slow flow through fluoroscopy and aspirated blood 40cc, however, the flow was not recovered and the angioguard was retrieved. The pt was manifested by paralysis symptom on his right side when the 2nd stent was placed. After the procedure, the infarction was confirmed in the left middle cerebral artery. The pt has paralysis on his right side and aphasia now. According to the physician, debris could not be captured by the filter basket completely and flew to the distal, which caused these symptoms. Cas: target lesion was carotid artery (details including side, unk). There was no info about the vessel. The pt was a male. (I will inform you of the details soon after we obtain add'l info).

Manufacturer narrative:
No sterile lot number was available, thus no DHR could be performed. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing an infarction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one." Usage of the prod other than that indicated in the prod's instructions for use (IFU) may involve, add'l risks not described in the labeling. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a prod quality issue as the angioguard performed as intended. Aphasia and paralysis, as symptoms of cerebral infarction, are well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physician manipulation of the carotid arteries produces the risk of dislodgement of the debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. There are procedural issues that may have contributed to the adverse event experienced by the pt, specifically the debris captured by the filter and the hypoperfusion resulting from said debris. This is one of three devices involved with the reported event, which is associated with mfg # 9616099-2008-02208 and 1016427-2008-00238.